Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, found the monopolar curved scissors (mcs) instrument wrist metal cable broken the procedure was completed with no reported injury.